Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a rod gripper broke when the surgeon was pressing it on the rod during surgery. An alternative rod gripper was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned rod gripper was evaluated. Visual inspection confirmed that the device tip has fractured off. It is possible that an off-axis force was applied which could have caused the tip to fracture as seen in this case. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a rod gripper broke when the surgeon was pressing it on the rod during surgery. An alternative rod gripper was used to complete the procedure without reported patient impacts.